Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Carbon chipped / flake at the end where the target sleeve is positioned.

Manufacturer narrative:
The evaluation revealed the target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 2,5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no visual or manufacturing related issues were found. The reported issue was confirmed; the lower cfr bow was damaged and deformed due to hammering; furthermore, one peg of the connection profile for the speedlock sleeve was slightly damaged due to rough handling. Both issues were addressed to an inadequate usage (user related). The IFU and operative technique describes the correct handling of all instruments and implants; all instruments shall be handled with care. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Carbon chipped / flake at the end where the target sleeve is positioned.